Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (ooo) shock impedances measuring around 130 ohms. Technical services recommended a command shock to see what the actual impedances are as it appears impedances are continuing to rise. Subsequently, a 41j synchronous shock was performed and shock lead impedances measured 112 ohms. The plan is to have the patient follow-up with her cardiologist. At this time, the lead remains in service. No additional adverse patient effects were reported.